Event description:
An email was received on (B)(6) 2015 from a customer alleging that the device was "not producing correct results". Asd followed up on the email and the sequence of events are as follows: the patient believes that his therapeutic range should be 3.5-4.5 because he has had strokes in the past when his inr was 2.5; however, his primary care physician (pcp) has his range set between 3.0 - 4.0. The patient primarily monitors and adjusts his own coumadin dose based on the 3.5-4.5 range. The patient reports to have been testing on the inratio device for several years and periodically compares to the results to the laboratory and the results have always correlated well. (B)(6) 2015: stopped coumadin in preparation for a scheduled hernia repair surgery. (B)(6) 2015: hospitalized for hernia surgery. Inratio inr=2.0 and lab inr=2.3. (B)(6) 2015: hernia surgery. (B)(6) 2015: inratio inr=1.2 and lab inr=1.2. (B)(6) 2015 or (B)(6) 2015: resumed coumadin. The patient states that he refused to be bridged with low molecular weight heparin (lmwh) as he has strokes in the past when he was given lmwh; however, he was bridged with a heparin drip during hospitalization until he was able to maintain an inr within his therapeutic range on coumadin. (B)(6) 2015: hemoglobin=9.1 and hematocrit=27.9. (B)(6) 2015: lab inr=3.4 discharged from hospital . (B)(6) 2015: inratio inr=1.5. (B)(6) 2015: inratio inr=3.1. (B)(6) 2015: inratio inr=2.3. (B)(6) 2015: inratio inr=3.9. (B)(6) 2015: inratio inr=1.9. (B)(6) 2015: inratio inr=2.9 and 2.5; lab inr=8.2. Due to the laboratory's procedure of not releasing results to the patient, the patient increased his coumadin due to the inratio result. (B)(6) 2015: inratio inr=2.1 and 2.3; lab inr=9.7. Due to the laboratory's procedure of not releasing results to the patient, the patient increased his coumadin due to the inratio result. (B)(6) 2015: lab inr=11.9. Patient was prescribed vitamin k orally and 2.5mg was taken that night. (B)(6) 2015: inratio inr=1.4; lab inr=3.2. (B)(6) 2015: lab inr=2.5. (B)(6) 2015: lab inr=3.8. (B)(6) 2015: inratio nr=1.8, lab inr=5.5. There was no additional information provided.

Manufacturer narrative:
The investigation is pending.

Manufacturer narrative:
Corrections: brand name: removed inratio pt/inr test strips (as the complaint device) and added the inratio2 pt monitoring system (monitor) model #: removed inratio pt/inr test strip and added the monitor model 200431 lot#: removed inratio pt/inr test strip lot number and included serial number of monitor as above. Removed the monitor as a concomitant medical product and added the inratio pt/inr test strips. 510k#: removed the inratio pt/inr test strip 510k# k092987 and added k072727 to reflect the inratio2 pt monitoring system. Labeled for single use?: changed from "yes" to "no" since the monitor is not a single use device. Usage of device: changed from "unknown" to "reuse" since the monitor is not a single use device. Investigation/conclusion: the monitor associated with the complaint was returned for investigation. The impedance curves associated with the customer's inratio results were analyzed statistically. Three out of the 4 impedance curves associated with the customer's discrepant results from (B)(6) 2015 and (B)(6) 2015 were found to exhibit a weak-slope change. Internal investigation (CAPA-(B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. It was reported that the customer had anemia with a hematocrit of 27.9%. The CAPA investigation has determined that anemia with a hematocrit less than 30% can contribute to weak slope change impedance curves. Donor testing was performed with the returned monitor and retained strips for lot 357496. A discrepant result observed during in-house testing was determined to be caused by a weak slope. This issue is related to the software on the meter and was addressed in CAPA-(B)(4). The only discrepant result was caused by a software issue and possible donor specific interference. The returned monitor met functional and thermistor testing requirements. A review of in-house testing history for the reported lot was performed and met expectations. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. Investigation performed under CAPA-(B)(4).